Event description:
Caller reported encountering a cgm error 42 multiple times over the past 24 hours without resetting the pump. There was no adverse impact to the customer¿s blood glucose level. Technical support is addressing the issue by sending a replacement pump, which is expected to arrive in two days, while the customer continues using the current pump despite it being out of warranty.